Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump received with cracked minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 264 mg/dl at the time of the call. The customer used glucose tablets and was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had been given recalled sets to use by their doctor. The insulin pump will be returned for analysis.